Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 12mm stent delivery system was returned for analysis. The device was returned without the stent detached and it was not possible to measure stent outer diameter due to its bunched and damaged state. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture is within max crimped stent profile measurement. The balloon cones were reviewed with crimp markings visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 4.00 x 12mm synergy xd drug-eluting stent was selected for use. However, during preparation, it was noted that the shaft broke. The device was replaced, and a new stent was used to complete the procedure successfully. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 4.00 x 12mm synergy xd drug-eluting stent was selected for use. However, during preparation, it was noted that the shaft broke. The device was replaced, and a new stent was used to complete the procedure successfully. No patient complications were reported.